Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review, and a complaint trend review are in progress. Results will be provided in a follow-up medwatch report.